Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations count not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. CT scans were provided and were reviewed by clinical research principal engineer who stated that the scan show a biomet condyle implant bilaterally in place, fixated with 4 screws each side, apparently well positioned. The fossa implants cannot be appreciated due to radiolucency properties of the polymer material. However, 4 fixation screws are visible in each side corresponding with the fossa implant. It appears this patient would have benefited from an offset condylar prosthesis, instead of the regular one implanted. In my opinion, the condylar heads are in close contact with the lateral aspect of the articulating surface creating a mechanical malfunction of the joint that explains the limitation in mouth opening, the malocclusion and the increasing pain reported in this case. I do not see evidence of bone formation that can mechanically interfere with the proper function of the joints. However, there is a possibility for fibrocartilage growth, not possible to be appreciated in these images. These prostheses appear to have failed, likely from fibrocartilage growth acting as a mechanical interference between the condylar head and the articulating surface. There is also a possibility of failure related to an improper selection of the best fit of the implant based on the individual patient anatomy. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00180, 0001032347-2021-00181, 0001032347-2021-00182. Medical products: tmj system right fossa component, small, part# 24-6562, lot# 564610b. Tmj system left fossa component, small, part# 24-6563, lot# 578080a. Tmj system right standard offset mandibular component 45mm / 7 hole, part# 24-6645, lot# 468670a. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 8mm, part# 91-2708, lot# ni, qty: 8. Tmj system cross drive fossa screw 2.0mm x 7mm, part# 99-6577, lot# ni, qty: 1. Tmj system cross drive fossa screw 2.0mm x 9mm, part# 99-6579, lot# ni, qty: 8. Occupation ¿ patient.

Event description:
It is reported the patient will undergo a revision 6 years following implantation of bilateral temporomandibular joint implants due to pain, limited mouth opening, and loss of occlusion. The patient has experienced increasing and debilitating pain, and has a pronounced overbite. The surgeon reported to the patient that there is bone growth around the implants. The patient will undergo a revision with custom tmj implants, and possibly undergo orthognathic surgery at the same time. It was reported that no further information is available.